Event description:
It was reported that air ingress occurred. During a pulsed field ablation procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were reported with sheath during preparation of the sheath or during aspiration upon insertion. Pressure bag irrigation method was used and the flow rate was 1 drip per second. Upon insertion of the farawave catheter into the sheath and standard aspiration of the sheath, air bubbles were seen in the aspiration syringe. The physician believed this to be related to a leaking hemostatic valve. The farawave catheter was removed, and the sheath was aspirated again and flushed with no air bubbles. The farawave catheter was re-inserted, however, air bubbles occurred again upon aspiration of the sheath. No air was seen in the patient. No fluid leak was noted. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were reported with sheath during preparation of the sheath or during aspiration upon insertion. Pressure bag irrigation method was used and the flow rate was 1 drip per second. Upon insertion of the farawave catheter into the sheath and standard aspiration of the sheath, air bubbles were seen in the aspiration syringe. The physician believed this to be related to a leaking hemostatic valve. The farawave catheter was removed, and the sheath was aspirated again and flushed with no air bubbles. The farawave catheter was re-inserted, however, air bubbles occurred again upon aspiration of the sheath. No air was seen in the patient. No fluid leak was noted. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath was returned for analysis.